Manufacturer narrative:
Investigation results: conmed linvatec received this handpiece for eval. The device was found inoperable upon receipt. Further examination found the collet bearing seized, corrosion of the cast stator, and all internal parts worn. This device was overdue for the maintenance; last repair date found was 10/18/2002. The bur guard in use with this drill was received and the eval found the bearings were worn and the recommended service interval was overdue. The customer reported worn bearings. Associated MDR report: 1017294-2009-00103. The user manual for this device cautions user: prior to use, the microchoice high speed drill and all associated equipment must be inspected for proper operation. Ensure all attachments and accessories are correctly attached to the handpiece. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise, excessive vibration, the drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the pt or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The service interval for this handpiece and associated bur guards is every 6 months. The customer has been provided education on care and handling of these devices; however, our repair records indicate non-compliance.

Event description:
The customer reported that during use of this drill for a tooth extraction/bridge splitting, the pt felt the device getting hot. A burn was noted on her lip, described as a reddened/blistered area. An antibiotic ointment was applied to the affected area. The procedure was completed with another handpiece and bur guard without further problems, and only a minimal surgical delay. To date, the pt has had no complications as a result of this injury.